Manufacturer narrative:
UDI: (B)(4). Concomitant device: casing device and battery device, therapy date: (B)(6) 2019. The manufacturing location was unknown. The reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery reamer device worked intermittently, made an abnormal noise and vibrated. There was a four minute delay to the surgical procedure while replacing the battery device and the casing device. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as aug 15, 2019 in the initial report. This has been corrected to sep 24, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device electrical control unit was not working at all, the wire insulation was damaged, the contacts were corroded, the motor has some debris in it and there was debris and contaminated grease found on the planetary gear components. The device also failed pretest for trigger test and off/forward/reverse mode. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper cleaning methods. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. MFR site and report source: the manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Concomitant medical products: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.